Manufacturer narrative:
The reported condition has been confirmed and attributed to a disengaged cam bar.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly. No pt injury reported.